Event description:
The report states that the jaw pin was disengaged from the device. Attempts have been made to find out if the jaw pin fell into the pt's cavity, but no info is available. Another device was used to finish the procedure.

Manufacturer narrative:
The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.